Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A third-party service agent contacted physio-control to report that their device would not complete its boot up cycle during initial power on. There was no patient use associated with the reported event.